Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for about a week now, the stim didn't seem to be working. At the start of the call the patient was on program 2 at 1.5 volts. She had been on 1.1 volts for a long time and thinks that last fall she "kicked it up" to 1.3 volts. Then, last week the patient went up to 1.7 volts, but didn't like it when she slept or was on her side, so she turned it down to 1.5 volts. The patient was not making it to the bathroom. It was reported that the patient would feel a slight urge, and by the time she gets to the bathroom, she "has no control and is flooding everywhere". Last friday, the patient had a urinalysis and they ruled out a uti. The patient also reported burning at the ins site,just at the top of her jeans. Some days she goes without feeling it, and then she feels the burning again. The caller said that the site is not red or swollen. The patient has not had any falls, accidents, or medical procedures. On the call the patient increased the stim to 1.7 volts on program 2. Patient services advised the patient to monitor her symptoms in a diary for a couple of days, to see if symptoms improve. The patient had moved recently and was looking for a new doctor in the area. Patient services sent a message to field staff to see if there's a doctor in the patient's new location. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer and a family member. No known cause was reported for the stim not seeming to work and the burning sensation. The stim not working did not resolve, and no other actions were taken to resolve it. The burning sensation at the ins site did not resolve, and no actions were taken or planned to resolve it. The patient's family member reported that it kind of calmed down and started working but now it was acting up again and that the patient had pain at the implant site. The patient was concerned that the ins was shifting in their back. They adjusted stimulation and asked if they should change programs. Patient services reviewed to give it a few days to monitor symptoms since a change was just made. They had an appointment scheduled with their new hcp but it was cancelled due to covid-19 restrictions, but they were on a waiting list. Patient services recommended that if the symptoms at the ins worsen that the caller triage with the hcp's office. No further device issue alleged / identified. No further patient symptoms or complications were reported.